Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. The reporter noted that the battery cap was not able to be tightened or removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a review of the pump black box revealed pump reboots associated with battery changes. The pump powered with the returned battery cap. The battery cap was unable to fully tighten. The battery cap threads were found to be damaged. The battery cap was able to be removed without difficulty. The battery compartment was found to be cracked in the thread area. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An ¿intermittent or no power¿ event was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.